Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that the surface of the lens has fibers and particles. The lens condition is consistent of a lens that was being handled and prepared for use. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the device. The manufacturing record review was performed. The product was manufactured and released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) appeared to be slick and there was loading issues. There was no patient contact with the suspect lens.